Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an altitude alarm occurred. The customer's blood glucose level was 413 mg/dl. The customer administered a manual injection. The alarm had not cleared at the time of the event. Multiple attempts were made by tandem technical support to follow-up with the customer, however no response was received.